Manufacturer narrative:
Physio-control determined that the cause of the reported issue was that the liquid crystal display (lcd) flex cable had become disconnected from pcb-mounted jack connector designator j2 of the digital pcb assembly, resulting in a blank display.  Physio observed that the device would charge and shock during testing. The customer was provided with a replacement device.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The customer was provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control report that their device had a blank display.  As a result, the labeling for both the analyze and charge soft key buttons at the bottom of the display would not be seen by the device user.  This issue has the potential to either delay, or prevent, defibrillation from being delivered.  There was no patient use associated with the reported event.